Event description:
Three implants placed 10/17/97. One implant removed 1/22/98 due to infection. Other two implants are doing fine. Dr has grafted the site and will try another implant later. One person affected.